Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had diminishes battery and it rejected new batteries; also the insulin pump erased settings when putting in a new battery. The insulin pump had to prime or rewind more than once and is also have any false or unexplained no delivery alarms. The insulin pump was cracked at the battery. The customer also reported a piece of plastic chipping off when changing your reservoir. The battery cap was also worn out. The device will not be returned for analysis.